Event description:
It was reported that the patient was continuously connected to the ventilator for assisted breathing and comprehensive monitoring through the tracheal intubation. After treatment, the patient's condition was stable. The ventilator was removed. After removal, the patient's spontaneous breathing was stable and there was no dyspnea. The tracheal tube was removed. Close observation found that the patient had an upper airway obstruction after extubation, and still had inspiratory dyspnea after active treatment, so the tracheal intubation was performed again. After intubation, it was found that the blood oxygen pressure dropped at 15:00. The new tracheal tube cuff was found to be leaking after inspection, so it was immediately replaced with a new tracheal tube.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.